Event description:
The customer reported that the probe of the ortho provue analyzer was dripping. The customer did not know whether any error messages were posted or whether samples/reagents were contaminated at the time of the incident. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the regulator was clogged with debris. Cleaning of the regulator and adjustments has returned this instrument to expected operation. The fe also installed a fluidics mod 22. This customer has not logged any similar complaints against this analyzer since the repair. (B) (4).